Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted and all connectors and chips associated with the control panels processor were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a control panel error message which resulted in a loss of x-ray functionality. There is no report of pt injury.